Manufacturer narrative:
(B)(4). This device was not returned. This investigation will be updated should further information be provided or upon completion of analysis should the device be returned.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) emitted beeping tones. It was found the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this device was explanted and successfully replaced. No additional adverse patient effects were reported.